Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date in (B)(6) 2013, the patient experienced diabetic ketoacidosis (dka) related to a kinked cannula. The reporter stated that the cannula became kinked but the pump did not alarm for an occlusion. No additional information was provided at the time of initial contact. It is unknown at this time if the dka was diagnosed and treated in a hospital, or if the patient was treated at home. No blood glucose values or signs or symptoms were given. Troubleshooting could not be completed at the time of initial contact. Customer technical support has made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced dka related to the pump not alarming as expected.